Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator's administrative assistant reported that, after 1 month of support on the lvad, the patient was re-admitted for hemolysis. No further information was provided.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.